Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The impella was initially in the papillary muscle and the doctor attempted to reposition the pump. When the pig was released from the papillary muscle, the pump popped into the aorta. The pump was then removed, and any clots were removed by running the pump in sterile water on the table. The impella was recrossed with better position in the mid-left ventricle. Moreover, the patient had ablated ventricular tachycardia. The impella was weaned removed in the lab.